Event description:
Customer called to report high blood glucose. It was stated that the infusion set was changed and two hours later the blood glucose was going high. After a bolus of 15 units of insulin the blood glucose continued to rise. The customer checked pump and noticed that the driver arms were loose and did not fit properly over the plunger of the reservoir. Pump was disconnected and a prime was programmed but the insulin did not exit. Troubleshooting continued and the lead screw made a complete rotation and still no insulin exited. No leaks were detected. Device was not dropped, bumped, or exposed to moisture. Customer treated high blood glucose with manual injections during the troubleshooting.